Event description:
When removing the 8f ultimum hemostasis introducer, after completing the procedure, the device separated. It was retrieved with a snare. There were no patient consequences due to the device.

Manufacturer narrative:
Product evaluation: the results of the investigation concluded that the sheath tubing had been stretched/torn and a section had been detached near the sheath hub. The attached tubing distal end appearance had similar damage, consistent with a mating surface to the aforementioned detached tubing. The detached tubing had been kinked and appeared flattened and stretched. The device met specifications prior to release from abbott manufacturing facilities as supported by a review of the device history record. The cause of the sheath damage is consistent with forcible contact during use. The ultimum hemostasis introducer sheath instruction for use (IFU) states that the user should advance the dilator/sheath assembly with a twisting motion to avoid damage to the sheath or vessel. The ultimum hemostasis introducer sheath instruction for use (IFU) cautions that individual patient anatomy and physician technique may require procedural variations.